Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level. The customer's blood glucose levels were 400 mg/dl and 100 mg/dl. The customer tried to bolus from the insulin pump multiple times but the blood glucose level did not go down. There was also no delivery alarm during bolus and priming. The drive support cap appeared normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).